Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer went in for an angiogram and died. Doctors had customer take insulin pump off prior surgery. Blood glucose at time of death is unknown. Nothing further reported.